Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited an intermittent image output. The issue occurred during an unspecified colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.